Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the reciever was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge and boot. The receiver functional test and down load was unable to be performed. Opened receiver case for interior inspection: no moisture damage found. The complaint was confirmed for receiver overheating due to defective receiver pcba u5. Ta root cause could not be determined.